Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that she is without stimulation and unable to communicate with the ipg via the programmer or charging system. Efforts to recapture therapy with the use of a replacement charging system were unsuccessful. Before the alleged problem began, the pt reportedly experienced a surge in her stimulation. Surgical intervention has been scheduled to replace the pt's ipg.